Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that the user initiated a normal saline infusion to gravity. The patient notified the nurse due to wetness on her leg, upon closer examination blood was leaking from a crack in the tubing above the y-site closet to the male luer. The user pinched the tubing to stop the flow without gloves saturating users¿ right hand.